Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's left ventricular assist device (lvad) was initiated on (B)(6) 2023. On (B)(6) 2023 the patient required exploration due to high drain output. Clots were found in pericardium. On (B)(6) 2023 the patient was weaned form ventilator. Their mean arterial pressure (map) showed a downward trend and the patient developed oliguria. Their urine was suggestive of hemolysis. The patient was given IV fluids and their vasopressor support was increased. They were also supported with continuous renal replacement therapy (crrt) and cytosorb. Antibiotics were escalated. On (B)(6) 2023, crrt & vasopressors were continued. An echocardiogram (echo) was performed that revealed a dilated left ventricle and the apical cannula was abutting against the posterolateral papillary muscle. The patient's right ventricle function and size was normal. Their inferior vena cava (ivc) was 14 mm with poor collapse. No pericardial effusion was noted. The hemolysis was ongoing which was suspected to be due to mechanical causes due to the apical cannula. The patient was electively intubated in the ICU and was taken up for re-exploration in the or to re-adjust the left ventricular apical cannula via transesophageal echocardiogram (tee). A new apical cannula was inserted. Despite four trials of weaning from cardiopulmonary bypass (cpb) to the lvad were failed. It was decided to institute a temporary rvad. The patient was successfully weaned from cpb and hemodynamics were maintained by the bivad. The chest was kept open with pericardial packing and sterile dressings. The patient was moved to the ICU for further management. In the ICU blood transfusions were given as per thromboelastography (teg). On (B)(6) 2023 the patient had high drain outputs of around 1000 ml for which two packed cell volume (pcv) of blood, one single donor platelet (sdp) unit, and four fresh frozen plasma (ffp) were transfused early in the morning. Sedation and ventilation was continued. Teg was sent after which 10 cryoprecipitate and one blood unit was transfused. For the ongoing hemolysis, steroids were continued and an sos blood transfusion was planned for a hemoglobin less than 10. Crrt was continued due to fluctuations in rvad flows, pericardial exploration, and change of dressing was done in the ICU. Despite continuous bivad support, crrt, mechanical ventilation, vasopressors, and appropriate blood product transfusions, the patient had persistent hypotension, acidosis, and generalized oozing from the surgical site. A guarded prognosis and poor outcomes were explained to the family. The patient had pulseless electrical activity (pea). A code blue was raised. The patient was resuscitated accordingly to the advanced cardiac life support (acls) protocol. Despite all the measures, the patient could not be revived and they were declared dead on (B)(6) 2023. The cause of death was determined to be due to cardiogenic shock, status post bivad, acute hemolysis, refractory ventricular tachycardia, and ischemic cardiomyopathy. Lvad MFR#: 3003306248-2023-01934.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag device, lot number l07705-la3, and the reported events and patient outcome could not be conclusively established through this evaluation. The rvad centrimag blood pump, lot number l07705-la3, was not returned for evaluation. The centrimag blood pump instructions for use (IFU) lists hemolysis, bleeding, and end organ dysfunction as adverse events that may be associated with the use of the centrimag circulatory support system. The IFU states that it is intended that systemic anticoagulation be utilized while the device is in use and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. Review of the device history record (DHR) for the centrimag blood pump, lot number l07705-la3, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists warnings and cautions regarding the use of the centrimag circulatory support system: IFU warning #9: possible side effects include, but are not limited to: hemolysis, end organ dysfunction, and bleeding. These are potential side effects with all mechanical circulatory support systems. IFU warning #15: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.